Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative red screen was observed. The device was not in patient use. The software was reloaded address this issue.